Event description:
This is a report from baxter (B)(4) of a no flow. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was confirmed due to a defect in drip chamber. The drip chamber is produced by an outside supplier. The supplier will be notified of this report. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).